Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was over 300 mg/dl yesterday. Customer treated with a 10 unit bolus and his blood glucose went up. Customer did a 17 unit bolus and it increased to 418 mg/dl. Customer pulled out the infusion set and gave a manual injection. Customer's blood glucose corrected to 88 mg/dl. Customer stated that when he removed the serter, it was hard and the whole thing was coming out. Customer stated that he saw it was bent when he changed it a couple of weeks ago. Customer stated that he received a no delivery alarm when he pulled the pump out of the back pocket and straightened the tubing. Customer delivered another bolus and there was no alarm. Customer stated that the no delivery alarm was resolved by a complete set change and the issue has been resolved. Customer's blood glucose is 148 mg/dl. Customer also so tiny air bubbles at the very top of the tubing but they were gone with priming. Customer was advised to do a complete set change.